Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated seat sling is stretched out and making enduser sit to low in the chair.